Event description:
It was reported to tyco/kendal healthcare in 3/03 that a customer had a problem with an scd system. The customer reports that the patient used the scd system intraoperatively during a radical neck procedure that lasted 19 hours. The patient continued to use the scd system postoperatively. Patient was noted to have foot drop 48 to 56 hours post incision.